Manufacturer narrative:
On september 15, 2023, mentor received the following additional information. An updated implantation date was provided as (B)(6), 2022. Additionally, the serial number of the complaint device was provided as (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: device migration, cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old hispanic/latino female patient underwent a breast augmentation revision surgery with implantation of a 275cc mentor memorygel breast implant prosthesis. Post-operatively, the patient presented with an infection of the left breast during an in-office visit with a medical professional. The left breast was sitting high and she had concerns of excess skin on the lateral sides of the breasts. She was diagnosed with baker grade iii capsular contracture of the left breast and right implant malposition. As a result, the patient underwent bilateral removal and replacement with 335cc mentor memorygel xtra breast implants on (B)(6) 2023. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-10335 for the contralateral event.